Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Anxiety ¿ product/ procedure: unable to observe as it is not related to the device. Unsatisfactory result: unable to observe as it is not related to the device. Flipping: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side exchange due to "textured implants." Healthcare professional additionally noted "pre-op and post op diagnosis implant exchange-dissatisfaction with implant size, lateral displacement and capsular contracture". Healthcare professional later reported capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, textured implants, dissatisfaction with implant size, lateral displacement.

Event description:
Healthcare professional reported a left side exchange due to "textured implants." Healthcare professional additionally noted "pre-op and post op diagnosis implant exchange-dissatisfaction with implant size, lateral displacement and capsular contracture". Healthcare professional later reported capsular contracture baker grade IV. The device has been explanted and replaced.